Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿occlusion alarm occurred¿ was not confirmed. A "high pressure" alarm was recorded in the event log multiple times. The root cause of the event was unable to be identified because the test results (the measured values) lay within the product specifications. As a preventive measure, the downstream occlusion sensor was replaced. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that occlusion alarm occurred during infusion. There was a patient involvement, but no patient harm or adverse event reported.